Manufacturer narrative:
O-ring not properly seated, blocking flow. Reseated the o-ring resolved the problem.

Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to oxygen unavailable. The customer reported the was not in use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. Loss of the oxygen source can be detrimental to a patient. The manufacturer's field service engineer was able to duplicate the reported problem. The o-ring on the quick connect tee was out of it's position and blocking the flow opening. Reseating the o-ring on the o2 quick connect tee resolved the problem. Applicable final testing was performed to operating specifications.